Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot # combination was conducted with no findings. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Upon visual and microscopic inspection, the mating features of the locator were found to be undeformed. The mating area on the cap was found to have no damage. Upon functional testing, the locator sheath connection was found to be a loose connection. Since the connection between the sheath and locator was found to be impaired, the complaint was able to be confirmed for a connection issue. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances (nc) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the involved angio-seral dilator could not be fixed. Still loose. Device was not used. Additional information was received on (B)(6) 2023: the patient was present in the room when the device was opened.